Manufacturer narrative:
The insulin pump was received with motion sensor test failure alarm during rewind due to motor encoder signal out of phase. The pump was unable to perform self-test, off no power test, unexpected error test, occlusion test, prime test, excessive no delivery test, displacement test or verify excessive no delivery alarm due to motion sensor test failure alarm. The pump passed idle current test and run current test. The pump had cracked reservoir tube lip. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
It was reported of excessive no delivery alarms. The customer's blood glucose reading was unknown. The insulin pump will be returned for analysis.